Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. During a follow up the customer reported that the errors were determined to be user error, however this could not be confirmed as the cause due to the device not being returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "upstream occlusions" in the cancer center. There was no known patient injury or medical intervention associated with this event. No additional information is available.